Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm model#: sc-4316 lot#: 15334889 description: next generation anchor kit-sterile model#: sc-1110-02 serial#: (B)(4) description: precision implantable pulse generator (ipg) the explanted devices were not returned to bsn as it were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had one nonworking lead due to high impedance. The patient underwent a revision procedure wherein the ipg and a lead were replaced. No device malfunction was suspected. The ipg was replaced for an unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation. The reason for the ipg replacement was that the physician believed that the patient needed a new lead at the same time to upgrade the battery.

Event description:
A report was received that the patient had one nonworking lead due to high impedance. The patient underwent a revision procedure wherein the ipg and a lead were replaced. No device malfunction was suspected. The ipg was replaced for an unknown reason. The patient was doing well postoperatively.